Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a Novum IQ Syringe Pump underinfused Midazolam infusion and allowed IV fluids to back up into the medication syringes. The patient was receiving continuous infusions through a 4 French right internal jugular (RIJ) central line, including dextrose 5% in 0.9% sodium chloride at 18 mL/hour via large volume pump (LVP), fentanyl administered at 0.47 mL/hour, midazolam administered at 0.47 mL/hour, and precedex administered at 0.71 mL/hour. Fentanyl, midazolam and precedex were administered using three separate Novum IQ syringe pumps. During infusion verification in the electronic medical record, an error message was encountered stating, ¿Unable to calculate volume... The volume calculator has detected a potential negative rate or volume and could not suggest a calculation.¿ Staff attempted to determine the cause of the error but were unable to identify an explanation. The infusion pumps were subsequently manually cleared. Following clearance, the the midazolam syringe pump displayed a negative volume value of -0.814 mL despite the infusion having run for approximately two hours. In addition, approximately three hours after initiation, the midazolam syringe reportedly still contained the original 30 mL volume. No alarms or malfunction indicators were reported from the pump. During this period, the patient required increasing doses of sedative medication to maintain adequate sedation and comfort. A concern was identified that carrier IV fluids may have backflowed into the fentanyl syringe, potentially diluting the medication and affecting delivery to the patient. In response, the syringe pump was replaced. New fentanyl syringe was prepared and initiated due to concerns regarding possible dilution from IV fluid backflow. Additionally, the carrier fluid was changed from IV fluid running at 18 mL/hr to normal saline carrier (NSC) running at 3 mL/hr. Following these interventions, the patient was reportedly significantly more sedated within approximately two hours. By the end of the shift, total infusion volumes were consistent with expected calculations, medication syringes demonstrated appropriate volume depletion based on programmed infusion rates, and no further volume discrepancies were observed. No additional information is available at this time.